Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the physician stated that the bmw guide wire is so dry that the unspecified balloon is sticking on the guide wire during advancement and during retraction. The device was able to be used, but the physician felt that the guide wire does not work as easily as it has done in the past. No adverse patient effects were reported. No additional information was provided.